Event description:
The customer reported that the battery appears to be fully charged when in the device, but when removed shows no leds. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.